Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, the shaft of the tacker bent after the first time the doctor fired it. He proceeded to use it, but it continued to bend further and eventually the shaft broke in half. Patient status is unknown.